Manufacturer narrative:
Corrected data: based on further review, it was learnt that following information was inadvertently not entered during first follow up to MFR report number: 2648035-2020-00340. Gender/sex: female. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Corrected data: based on additional information received it was confirmed that correct implant date for this serial number is (B)(6) 2020. (B)(4). Additional information: patient underwent uncomplicated cataract surgery on (B)(6) 2020. Lenstar readings were used to calculate lens powder, hollday2, barrett and hill rbf all said to inser a zcb00 +17.5 intraocular lens. One week post op the patient had a refraction of +1.50- 0.75 x 135 with significant blurring of vision and anisometropia. Pre and post operative optical coherence tomography (oct) showed a normal macula and the lens was in the bag. Barrett rx formula was used to calculate the exchange the lens and it recommended implanting non-jnj lens. Post op day 1 the exchange patient is approximately -2.0 diopter. The surgeon thinks that the lens may have been mislabeled. A result of the additional information received the initially provided (B)(4), and additional patient codes have been provided. (B)(4). Anisometropia. Device available for evaluation, returned to manufacturer on: 4/8/2020. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, small piece of the haptic tip was cut, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no product evaluation could be performed. Since the original folding carton and lens case were not received, no product evaluation for "device code-labeling issues" could be performed. The reported complaint issues could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. No other complaints have been received for this for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens was explanted from patient¿s right eye in secondary surgical procedure because of patient experiencing 1.5 hyperopic surprise. There was no patient injury. Lens from another manufacturer was used as replacement for the patient. No further information was provided.